Event description:
It was reported that the patient presented to the hospital for access needed in occluded/stenotic vein, debulking. During the procedure lead insulation failure was observed. The lead was explanted and replaced. No further information available.